Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported an incompatible device. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of samsung galaxy s25 is not compatible with the freestyle libre 3 application.. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. Therefore, this issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A compatibility issue was reported with the abbott diabetes care (adc) freestyle libre 3 application in use with a samsung galaxy s25 phone and android operating system version unknown. As a result, customer experienced a seizure, and no third-party treatment was reported. There was no report of death or permanent impairment associated with this event.